Event description:
There was an allegation of questionable elecsys ft4 iii assay results for 2 patient samples on a cobas 8000 e 801 module. Sample a: (B)(6) sample b: (B)(6) the results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The alarm trace showed abnormal low signals. The field service representative found defective pinch valves which caused contamination on the affected measuring cell. He replaced the measuring cell, pinch valves, and pinch tubings. All checks and calibration were within specification. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.